Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (cannot baseline) was confirmed. As received, the belt failed incoming testing. Upon eval, the distribution node (dn) pca voltages were lot. The cause of the inability to baseline is low voltage at the pca board. The cause of the low voltages is a defective low capacitance low charge injection u723 component. Pins 10 and 12 were out of tolerance. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective component. The pt was issued a replacement electrode belt.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report an inability to baseline the pt. The pt was issued a replacement electrode belt.